Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that the patient implanted with this subcutaneous electrode underwent a revision procedure due to the dislocation of a hypermobile lead. No further issues were reported. The electrode remains implanted and in service. Journal article. [Citation] willy, k., et al. (2019). "Outcome differences and device performance of the subcutaneous ICD in patients with and without structural heart disease." Clin res cardiol.